Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
When installing the subject device in the user facility, three persons in charge of olympus found current leakage from the subject device. There were no injuries or additional treatments for the three persons.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon is attributed to the usage environment of the facility. There were no further details provided. If significant additional information is received, this report will be supplemented.